Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate shock and atp for vt. Interrogation revealed af with rvr. The patient was prescribed medication and will be monitored with a follow-up. No further information is available.